Manufacturer narrative:
(B)(4).

Event description:
Additional information: additional information was received and it was reported that the patient had no symptoms related to the event.

Manufacturer narrative:
Additional information: product ID: 8709, serial# (B)(4). Product type: catheter. Additional/corrected information: additional information was received and it has been determined that the correct manufacturing site number for this report is (B)(4).

Event description:
It was reported the patient was implanted on (B)(6) 2010 and half year after implanting the product alarmed. The hcp checked this situation and suggested the drug volume shortage. It was unclear if a volume discrepancy occurred or low reservoir occurred. The patient went to the hospital to fill up the drug on (B)(6) 2013. The product alarmed again. Additional information has been requested, but had not been received as of the date of this report.